Manufacturer narrative:
H6: investigation summary this complaint is for false resistance of drugs etp, CT, mev and mem while using phoenix panel nmic 306 (449292) batch 0294489. The customer did not provide lab report results, product or isolate returns for investigation. It is to be noted that a contamination event within the customer's phoenix ap instrument was found, and that the issue was resolved after decontamination. To investigate, a total of five retention panels were tested for the following qc isolates: a25922, a27853, a2518, a700603 and a14780. The five panels tested every antibiotic on the panel, and all qc isolates yielded satisfactory results per the package insert for all mic results. This complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on this complaint batch. A review of complaints was performed and there were no additional complaints filed for this batch. Complaint trending was performed and no trends were identified for this defect. Bd ID/ast plant.

Event description:
It was reported while testing with bd panel phoenix nmic-306 there was false resistance on ertapenem, CT, mev and mem. Etest resulted as s. There was no reported patient impact.

Manufacturer narrative:
Medical device expiration date: unknown. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k173252, k132674, k173523. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing with bd panel phoenix nmic-306 there was false resistance on ertapenem, CT, mev and mem. Etest resulted as s. There was no reported patient impact.